Event description:
It was reported that there were signal artifact monitoring (sam) episodes, a lead safety switch (lss), and noise on the right atrial (ra) lead channel with this pacemaker system. Technical services (ts) analyzed device episodes data and determined that there was minute ventilation (mv) noise and oversensing on the ra channel which resulted in a vector switch. There was a lss due to pacing impedance measurements greater than 3000 ohms on both ra and right ventricular (rv) leads. The out-of-range impedances on the rv lead caused a second sam episodes which disabled the mv feature. The device was programmed to unipolar configuration which resulted in noise. Ts provided troubleshooting and recommended an x-ray and further testing of ra lead. It was noted that the ra sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that there were signal artifact monitoring (sam) episodes, a lead safety switch (lss), and noise on the right atrial (ra) lead channel with this pacemaker system. Technical services (ts) analyzed device episodes data and determined that there was minute ventilation (mv) noise and oversensing on the ra channel which resulted in a vector switch. There was a lss due to pacing impedance measurements greater than 3000 ohms on both ra and right ventricular (rv) leads. The out-of-range impedances on the rv lead caused a second sam episodes which disabled the mv feature. The device was programmed to unipolar configuration which resulted in noise. Ts provided troubleshooting and recommended an x-ray and further testing of ra lead. It was noted that the ra sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this pacemaker system remains in service.according to additional information, this device was explanted and replaced with a new pacemaker. The physician noted that there was an anomaly with the device header that resulted in noise on the ra channel and oversensing. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. According to additional information, at explant, there was severe tissue in-growth that caused difficulty when removing this device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there were signal artifact monitoring (sam) episodes, a lead safety switch (lss), and noise on the right atrial (ra) lead channel with this pacemaker system. Technical services (ts) analyzed device episodes data and determined that there was minute ventilation (mv) noise and oversensing on the ra channel which resulted in a vector switch. There was a lss due to pacing impedance measurements greater than 3000 ohms on both ra and right ventricular (rv) leads. The out-of-range impedances on the rv lead caused a second sam episodes which disabled the mv feature. The device was programmed to unipolar configuration which resulted in noise. Ts provided troubleshooting and recommended an x-ray and further testing of ra lead. It was noted that the ra sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this pacemaker system remains in service.according to additional information, this device was explanted and replaced with a new pacemaker. The physician noted that there was an anomaly with the device header that resulted in noise on the ra channel and oversensing. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there were signal artifact monitoring (sam) episodes, a lead safety switch (lss), and noise on the right atrial (ra) lead channel with this pacemaker system. Technical services (ts) analyzed device episodes data and determined that there was minute ventilation (mv) noise and oversensing on the ra channel which resulted in a vector switch. There was a lss due to pacing impedance measurements greater than 3000 ohms on both ra and right ventricular (rv) leads. The out-of-range impedances on the rv lead caused a second sam episodes which disabled the mv feature. The device was programmed to unipolar configuration which resulted in noise. Ts provided troubleshooting and recommended an x-ray and further testing of ra lead. It was noted that the ra sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this device was explanted and replaced with a new pacemaker. The physician noted that there was an anomaly with the device header that resulted in noise on the ra channel and oversensing. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. According to additional information, at explant, there was severe tissue in-growth that caused difficulty when removing this device. No additional adverse patient effects were reported. According to additional information received from the patient, the battery life estimate had displayed 12 years then decreased to 8 weeks prior to the generator change out. No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that there were signal artifact monitoring (sam) episodes, a lead safety switch (lss), and noise on the right atrial (ra) lead channel with this pacemaker system. Technical services (ts) analyzed device episodes data and determined that there was minute ventilation (mv) noise and oversensing on the ra channel which resulted in a vector switch. There was a lss due to pacing impedance measurements greater than 3000 ohms on both ra and right ventricular (rv) leads. The out-of-range impedances on the rv lead caused a second sam episodes which disabled the mv feature. The device was programmed to unipolar configuration which resulted in noise. Ts provided troubleshooting and recommended an x-ray and further testing of ra lead. It was noted that the ra sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that there were signal artifact monitoring (sam) episodes, a lead safety switch (lss), and noise on the right atrial (ra) lead channel with this pacemaker system. Technical services (ts) analyzed device episodes data and determined that there was minute ventilation (mv) noise and oversensing on the ra channel which resulted in a vector switch. There was a lss due to pacing impedance measurements greater than 3000 ohms on both ra and right ventricular (rv) leads. The out-of-range impedances on the rv lead caused a second sam episodes which disabled the mv feature. The device was programmed to unipolar configuration which resulted in noise. Ts provided troubleshooting and recommended an x-ray and further testing of ra lead. It was noted that the ra sensitivity was decreased to 1.5 mv and extraction will be performed in the future. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this device was explanted and replaced with a new pacemaker. The physician noted that there was an anomaly with the device header that resulted in noise on the ra channel and oversensing. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.